Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with lightheadedness, rapid heart rate of 150 bpm, and palpitations. It was noted the right atrial (ra) lead was not pacing correctly. A chest x-ray revealed the atrial lead had dislodged into the right ventricle (rv). The lead was repositioned and remains in use. This patient is a participant in the wrap it clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.